Manufacturer narrative:
(B)(4). Manufacturer eval/investigation pending additional info from consumer. Manufacturer eval/investigation pending additional info from consumer. Manufacturer results code: manufacturer eval/investigation pending additional info from consumer. Manufacturer conclusions: manufacturer eval/investigation pending additional info from consumer.

Event description:
Pt self tester reports. Protime system inr 1.7. Unspecified lab system 2.3. Pt therapeutic range 3.0 - 3.5 inr. No report of adverse event, serious injury, or intervention.